Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge.

Event description:
Customer reported that they didn't follow directions and forgot to prime the tubing before insertion. Customer stated that they noticed air bubbles. Troubleshooting was performed and the air bubbles were removed. Customer's blood glucose reading at the time of the call was 102 mg/dl. No further info reported.